Manufacturer narrative:
B5-the reporter indicated that a 12.6mm, vticm5_ 12.6, -5.0/1.0/16 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a longer length lens of different power due to low vault and refractive change overtime. This exchanged resolved the problem. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -5.0/1.0/16 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. Low vault and refractive change overtime was observed. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.